Manufacturer narrative:
Tech - (B)(6) alleges totalcare sport bed head hi/lo is drifting. Confirmed head hi/lo is drifting. CPR is working. Replaced head hi/lo pivit value, problem resolved. No injuries reported by acct. Location of bed plant opds.

Event description:
Complaint alleges that the totalcare sport bed head hi/lo was drifting.